Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the evos 2.5mm x 3.5mm drill guide was detached. The cylindrical tube on either end unthreaded from the guide itself. The procedure was completed, with a non-significant delay, using the non-variable angle drill guide that was in the same set. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device was conducted and confirmed the cylindrical tube on either end unthreaded, rendering it inoperative. The broken piece was returned with the device. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.